Event description:
Patient was ordered to be placed on crrt (continuous renal replacement therapy). Nurse after vascular line confirmed, began the process to implement crrt. During the priming process, the machine failed. This was at about 2300. Another hospital was called to have someone transport another nx stage. Our hospital only has one. The machine arrived at 0300. Same nurse implemented the second machine. The day shift nurse was coming in. Machine ran without problem until 1000. There was about one foot of air in tubing. Nurse attempeted to vent air, called nx stage who instructed her to take the patient off the machine. While waiting for the 3rd machine from the other hospital, physician decided to attempt hemodialysis on the patient. The patient tolerated fine. The 3rd machine was never connected to patient. Cns (charge nurse) spoke with nurses and biomed this am. The 3rd machine was never attached to patient. Biomed has all 3 machines in their department as of the time this variance was written.